Event description:
It was reported that during a bier block procedure the smart pump dual channel powered down, causing the cuffs to deflate. It was reported that there was a 45 minute delay to obtain back-up equipment. The procedure was completed successfully. No adverse consequences were reported with this event.

Event description:
It was reported that during a bier block procedure the smart pump dual channel powered down, causing the cuffs to deflate. It was reported that there was a 45 minute delay to obtain back-up equipment. The procedure was completed successfully. No adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Routine maintenance was performed on the device and it was returned to the user facility.